Manufacturer narrative:
Date of device migration and patient pain began is not known. Number 510k: this report is for an unknown matrix rib plate. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported as (B)(6) 2014. Reporter is the patient. Patient contact information not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure involving the use of the matrix rib fixation system on her fifth anterior rib. She had a tumor (fibrous dysplasia) and the rib was resected and a donor rib was implanted and attached via this system. The original surgery was performed on an unknown date in august 2014. Recently, the patient has experienced pain in the area. On (B)(6) 2017, the patient obtained a computed tomography (CT) scan of the chest and it was identified that the anterior aspect of the plate has pulled out of the rib, three screws have no osseous purchase, one screw has partially backed out, and one screw completely backed out and is displaced anterioinferiorly into the anterior mediastinum. As of this point, no revision surgery has been scheduled. Concomitant devices reported: unknown matrix rib screws (part #: unknown, lot #: unknown, qty. Unknown). This report is for one (1) unknown matrix rib plate. This is report 2 of 2 for (B)(4).